Event description:
Hcp reports the pt presented with an increase in pain. A CT was performed with unknown results. The catheter was explanted and replaced due to a "suspected granuloma." The catheter was returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.